Event description:
Consultant reported that surgeon implanted a ti cervical spine locking plate (450.174) in 2002 and several of the expansionhead screws (450.132) backed out. Hardware was ex-planted the following day. Locking screws (497.78 x 4) were also removed.